Event description:
It was reported that the patient had to undergo revision surgery due to displacement from the tibial insert. A previous revision surgery had been performed for the same issue.

Manufacturer narrative:
The device, used in treatment was not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms the 1st revision was due to a traumatic fall and subsequent dislocated tibial insert confirmed by x-ray which resulted in pain and instability approximately 2 years post primary right tka (B)(6). Per the 2nd revision operative note and imaging, the root cause for the 2nd revision was pain and instability secondary to the pe insert dislocation (B)(6). Although the root cause of the insert disassociation could not be determined without product return/analysis, the provided x-ray photos support the insert disassociation and densities/debris. The photo of explanted components also support subsequent mom articulation, as can be seen post insert dislocation. It is likely that the 3 months during which the patient had ¿increasing pain¿ along with the additional 3 months prior to the 2nd revision contributed to the severity of symptoms, component wear, and stained synovium ¿indicative of metallosis¿. A second traumatic event was denied, however, it is unknown if increased component load contributed to the insert dislocation (B)(6). The patient impact beyond the reported pain, instability and subsequent revisions(B)(6), along with noted black stained synovium/radical synovectomy, tibial fractures (¿incomplete cracks¿), and the extensive recon during the 2nd revision could not be determined (B)(6). No further medical assessment can be rendered at this time. Possible causes could include but not limited to traumatic injury, surgical technique or size of device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.